Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Hcp saw "unconfirmed parameter values exist. Press program to program valid device settings" (screen 23) message on the clinician programmer (cp). No additional information was obtained as to what the hcp was trying to do. It was also reported that the patient experienced a power on reset (por) on the patient programmer (pp) which was further shown on the cp. No troubleshooting could occur due to lack of access to product. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient was seen on august 01st and the patient's battery was depleted. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.